Event description:
Regulatory agency reports the patient experienced back pain. Revision surgery was performed to remove the right l5 screw, reason unknown. There was no report of breakage of this device. See medwatch report no. 1526439-2007-00137 for a broken left l5 screw that was also removed at this time.

Manufacturer narrative:
The reason for removal of this device is unknown. The screw is not available for evaluation and review of the device history record cannot be performed as the lot code is unknown. X-rays were provided and examined, however, no conclusions can be made. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.